Event description:
Customer called in stating she is unsure why her blood glucose levels (bg's) are high. Customer's bg's ranged from 202 mg/dl - high before the customer began to throw up, and she had ketones. Customer stated that she was taken by ambulance to the hospital where she was put on IV. Customer was released from the hosp around 5:00 pm that day. No further info is available.

Manufacturer narrative:
The device involved will not be returned to the MFR for eval. We are unable to confirm any prod malfunction. No conclusion can be reached at this time. The prod user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.